Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received fully deployed. An 0x14, pod is occluded, alarm was observed in the pod data along with timeouts. The observed hazard alarm confirms the user reported event. During fluid path testing, a blood occlusion was observed. The blood occlusion is confirmed as the cause of the occlusion alarm. No damages or defects were observed that could have contributed to the blood occlusion. The cause of the blood occlusion could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a blood occlusion during fluid path testing. The device was originally reported for an occlusion hazard alarm.